Event description:
Customer reported that when the x-ray on switch is pressed to arm the system. The system will intermittently display an x-ray security error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator interface board and the collimator control panel. System operates as intended.